Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. The customer reverted to an alternate method of insulin therapy.